Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A5 continued: a 2.25 x 28 unknown xience stent was advanced, but could not cross the lesion and was removed a non-abbott balloon catheter was advanced for additional pre-dilatation, but the balloon catheter also could not cross the lesion and it was removed. A 1.5 x 15 mm mini trek balloon catheter was then advanced with a non-abbott guide wire, but could not cross the lesion. Another non-abbott guide wire was used instead, and the balloon catheter still could not cross the lesion and both devices were removed. Rotational atherectomy was performed and another 1.5 x 15 mm mini trek balloon catheter was successfully used for final pre-dilatation. A 2.25 x 28 mm, 2.5 x 33 mm and a 3.5 x 33 mm unknown xience stents were implanted. A 4.0 x20 mm non-abbott balloon catheter was used for post-dilatation. Angiography showed excellent results. The patient was discharged on (B)(6) 2018. There was no clinically significant delay in the procedure. No additional information was provided. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.5x18 xience alpine referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a lesion in the ostial [proximal] right coronary artery (rca). On (B)(6) 2018, the patient was prepped for intervention in the proximal rca. An angiogram revealed a guiding catheter induced dissection. An attempt was made to treat the dissection and a 3.5 x 18 mm xience alpine stent was advanced but could not cross the lesion due to the tortuosity. The stent was removed and a 5.5 fr guideliner was advanced with an unspecified balloon for support. The stent was re-advanced and successfully deployed at 12 atmospheres. The stent and guideliner were removed and angiography revealed timi flow iii and a small perforation. To reduce risk of propagating the dissection, a 4.0 x 19 mm rx graftmaster (gm) stent was used to cover the stenting of the ostial rca dissection. The gm stent was advanced over a non-abbott guide wire, but could not cross through the previously implanted stent. The gm stent and non-abbott guide wire were removed and the non-abbott guide wire was exchanged for a guiding catheter. A femoral approach was used and a non-abbott guide wire was then advanced through the previously placed stent. The gm stent was then re-advanced and was successfully deployed at 18 atmospheres. Angiography showed excellent stent expansion with no evidence of adverse effects. The patient was discharged on (B)(6) 2018. On (B)(6) 2018, the patient returned for a planned interventional procedure to treat a lesion in the distal left anterior descending artery (lad).

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It is unknown if the IFU deviation contributed to the reported event. In addition,it should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use states: an unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent graft may be damaged when retracting the undeployed stent graft back into the guiding catheter. It is unknown if the IFU deviation contributed to the reported event. It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use states not to exceed the rbp. It is unknown if the exceeded rated burst pressure contributed to the reported event. The investigation determined the reported physical resistance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: pre-dilatation was successfully performed using a 2.0 x 15 mm unspecified balloon catheter and a 1.5 x 15 mm mini trek balloon catheter successfully. (The 1.5 x 15 mm mini trek was previously reported to have failed to cross; however additional information received clarified it was used successfully to perform pre-dilatation.) Additionally, a 2.25 x 28 mm xience alpine stent was opened in error and not used in the procedure. No additional information was provided.